Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. No contact information was provided, therefore, no follow up could be conducted.

Event description:
It was reported in journal article title: risk factors for pancreatic fistula after a distal pancreatectomy with a stapler closure of the pancreatic remnant. Authors: eguchi h., yamada d., asaoka t., noda t., wada h., gotoh k., mori m., doki y. Citation: pancreatology. 2016 aug; conference: 20th meeting of the international association of pancreatology, iap 2016. Japan. 16 (4 supplement 1) :s127. The incidence of pancreatic fistula after a distal pancreatectomy remains high, even when a stapler closure of the pancreatic remnant is employed. The authors reported clinical outcomes of 118 patients (56 male and 62 female; age range: 20-83 years) undergoing a distal pancreatectomy with a stapler closure of the pancreatic remnant in osaka university hospital were enrolled in the study. The enrolled patients were divided in two groups according to the thickness of the pancreatic cut-line; thick group and thin group. The pancreas was transected using the echelon 60 linear stapler (ethicon). Reported complications included grade b pancreatic fistula (n-19 in thick group and n-5 in thin group). In conclusion, pancreatic fistula may occur even with the use of a stapling device, especially in patients with thick pancreas.